Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. A review of the device history records was performed which confirmed no inconsistencies. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the blade broke during use. It was stated the broken piece was still attached to the device and there was no report of any fragments being left in the patient. The surgeon opted to discontinue the procedure for an unrelated reason so a back-up device was not needed. No patient injury was reported.